Event description:
The customer had an insulin reaction. The customer could not test their sugar level due to the meter alarm. The customer was breathing heavily and had slurred speech. Suggested the customer to drink soda. Also it was mentioned that the paramedics were called out. Two days later, the customer called back to test the pump. The device passed the high-pressure test. In addition, a lead screw test was completed and the insulin exited. The customer called back again and was hospitalized for high bgs. The customer was not coherent enough at the time of call to verify that the basal rates were correct. The customer declined further testing.